Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episodes were observed. Patient was asymptomatic. Programming changes were recommended but the physician elected to not make any changes. Patient is in stable condition.